Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The noise appeared to be consistent with an inner conductor fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.